Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h6.

Event description:
Patient reported left side exchange due to patient's concerns with the product. Patient later reported capsular contracture baker grade unknown. Healthcare professional additionally capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed total delamination of the valve assessed as adhesive failure. Observed total separation on the plug strap assessed as unidentified (tear) opening. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV. Anxiety-product/procedure.

Event description:
Patient reported, left side exchange, due to patient's concerns with the product. Patient later reported, capsular contracture, baker grade unknown. Healthcare professional, additionally, capsular contracture, baker grade iii/IV. Device remains implanted.